Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider and patient (hcp) via the company representative (rep) regarding a patient receiving intrathecal gablofen 1000mcg/ml at 97mcg/day via an implantable pump. It was reported that the patient had a pump pocket revision procedure. Since procedure, patient has had increased tightness. Recent pump pocket revision procedure, to move pump up into abdomen, from waist area. Telemetry was performed, no errors in log. The issue had yet to resolve at the time of this report. The hcp also called in the same day and was requesting a pump interrogation. The hcp stated that the patient was experiencing baclofen withdrawal and stated that the patient was having increased spasticity and clonus in the lower extremities. Additional information was received from the healthcare provider (hcp) via the company representative (rep) reporting that the pump was moved for comfort, no symptoms at time of procedure. The cause of the symptoms after revision was not determined. Actions/interventions taken to resolve the issue were unknown at the moment, the company rep would follow-up with hcp for more information.